Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) was completed. As received, the belt would not communicate with a test monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array is ingress of gel into the rear therapy electrodes. No adverse event resulted from the damaged electrode belt.

Event description:
During the evaluation of belt (B)(4) for an unrelated issue, a reportable problem was found. The belt was unable to communicate with a monitor.